Event description:
According to the reporter: occurred during a robotic laparoscopic lung lobectomy procedure. The stapling devices were being applied to the lung parenchyma. The reload was properly fired and removed from the patient. There was a problem unloading the device. The reload jaws would not open and could not detach the reload from the manual stapling handle. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The reload was received engaged with the subject instrument. Visual inspection of the cartridges revealed that the reload was fully fired and the anvil clamping mechanisms were deformed. The instrument firing knob was advanced leaving the reload jaws in the clamped position. The instrument firing knob was retracted fully, allowing for release of the reload jaws. The reload was unloaded without difficulty. Further functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range; firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The firing knobs were not fully retracted after firing the device. Please be sure to fully retract the instrument firing knobs to the home position to allow for release of the reload jaws. The root cause of the observed conditions was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.